Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the fluid temperature delivery verification test. No additional information is available.

Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal/external inspection was performed and revealed a melted u2 relay on the accomp board. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. It was determined that the device did not meet functional performance specification requirements per rite testing. The device was determined to meet electrical performance specification requirements per rite testing. The results of the evaluation revealed the cause of the failure to be the melted u2 relay on the accomp board. The accomp pcb was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.